Event description:
Retained foreign object during surgical procedure. Stryker check point used for robotic knee replacement fractured and became lodged in bone during removal of check point. FDA safety report ID# (B)(4).